Event description:
It was reported that the tip of the ortho grip knee pointer broke off during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the tip was broken off was duplicated; it was confirmed through visual inspection that the pointer tip was broken off. It is possible that mechanical forces during use or during sterilization caused the pointer tip to break. The pointer is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the tip of the ortho grip knee pointer broke off during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.